Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual test identified the separated tubing; a solvent ring was observed at the end of tubing. A cause for the reported condition could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that the tubing separated from the male leur of a catheter extension set just after the start of infusion. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.